Event description:
During wire exchange through the rigid ureteroscope, it is believed the tfe coating on the wire guide was sheared off. The remnant could be seen on fluoroscopy. Several attempts were made to retrieve the wire guide remnant, using both the rigid and the flexible ureteroscopy. It was not possible to retrieve the remnant as access to the ureter could not be gained through the ureteroscope. CT scan to confirm location and length of the remnant.

Manufacturer narrative:
Evaluation: the customer returned the suspect device in an opened, used, and damaged condition. A visual examination found approx 15cm of coil was missing from the distal end of the wire guide, exposing the mandril and safety wire. Referencing our specifications, both components were verified to be manufactured accordingly; therefore, confirming additional components had not separated within the pt. During our investigation, no coil elongation was noted at the site of separation. This characteristic would be consistent with the coil coming into contact with a sharp object. Upon further examination, multiple kinks were noted to be present at the distal end and a 90 degree bend, approx 12cm in length, was present in the mandril wire at the proximal end. When considering the information provided and the results of our investigation, this incident appears to be the result of a procedurally related event, rather than the fault of the device. This device is inspected 100% by our quality control department for bands, kinks, adequate joint strength, and other surface imperfections prior to shipping. We will, however, continue to monitor for similar situations.